Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that patient faced an event of hyperglycemia and was treated with pen on (B)(6) 2026. Blood glucose level at the time of event was 450 mg/dl and was caused due to cannula fracture. No further information available.